Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7012802. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. UDI# (B)(4).

Event description:
While holding the tube the cap falls off of a vacutainer® plus plastic sst¿ blood collection tubes. No medical interventions.